Manufacturer narrative:
The instrument has not been returned for evaluation. A possible reason for failure was stress overload, but we cannot confirm.

Event description:
Allegedly, during a right lap hernia repair procedure the doctor noted that a jaw broke off the instrument and fell into the patient. The piece was located via x-ray and successfully removed and the instrument was replaced. The procedure was completed with no delay; the hospital reported that there was no injury caused to the patient.